Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings:a review of the pump¿s black box and download history did not find any activity related to the complaint. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. The investigation was unable to verify or duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that pump makes screaming noises and vibrates and then goes blank and goes back on to the home screen every 5-10 minutes within the last hour; the issue itself started a few days ago, but had done it only a couple times then. There is no alleged power interruption and no alarm/code/message is being shown or recorded. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.